Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err 67. No additional patient or event information is available. No product was returned for evaluation. The complaint confirmation of an error icon display could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. Performed charged and boot test: passed. Downloaded the receiver log and there were no firmware errors present in the data log. The complaint confirmation of error icon displayed was not confirmed. The root cause could not be determined as the reported allegation was not found.